Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, three months following a robotic incisional preperitoneal hernia repair, the mesh was torn at the center and had caused a recurrence. Intraperitoneal onlay patch was used to repair the defect and the mesh was not explanted.